Manufacturer narrative:
(B)(4). A sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter corporate product surveillance an interlink continue flo solution that leaked upon hooking it up. According to the customer, the leaking was from the luer and the rubber stopper was pushed in. The luer was not accessed by another product, it just began to leak. The i.v. Tubing was hooked up to a 500cc bag of lactated ringer's solution; however, no medication was being administered at the time. The lowest clamp of the set was closed, but after it got released the leaking started. There was no patient injury or medical intervention associated with this event. No other information is available.

Manufacturer narrative:
(B)(4). The customer returned one sample for evaluation. Visual inspection was performed to the set and reported condition was confirmed. The third y-site was observed to be inverted. Functional testing of the interlink y-site was performed at the two other y-sites (10 insertions) and withdrawals of the blunt cannula in the septum. The septum was not separated from the housing. This test could not be performed to the third y-site with the defect. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.